Event description:
Pharmacy technicians identified a black mark on a 60 ml syringe. Syringe was in sealed packaging. This is a similar problem that was identified 2 weeks ago with 30 ml syringes. The mark does not smear which is unlike the other reported issues. When inspecting all other 60 ml syringes from this lot, one additional syringe with a black mark was identified.